Event description:
It was reported that during preparation for spaceoar placement procedure, the sterile packing was damaged upon open the kit. The procedure was completed using another device without patient complications.

Manufacturer narrative:
Block h6 imdrf device code a020503 captures the reportable event of sterile barrier compromise.